Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A global receiver functional test was performed and resulted in no failures related to the reported event. A manual "try-it" test was performed and passed. The drop test for intermittent audio was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The reported event of intermittent audio output was not confirmed. A probable cause could not be determined.